Event description:
Cadd cassette leaking at connection of tubing to bag within hard cassette. Replacement cassette dispensed upon receipt of prescription from prescriber. Dose: 18mg/day continuous subcutaneous. Diagnosis for use: pain. Pt also currently receives tpn. Therapy dates: (B)(6) 2012.